Event description:
It was reported by a sales representative (sr) that the programmer exhibited a serious error at boot up. The programmer received software updates shortly before the error occurred. Technical support (ts) recommended running the 2090 service disk in an effort to clear the error. If the error does not clear, it should be returned for repair. There was no patient involvement. Follow-up information received reported the service disk resolved the problem, and no issues have been identified since.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).